Event description:
Our sales rep reported that after a metal excision, the pt passed away. Unfortunately, no further information was given at the moment.

Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received, will be provided in a supplemental report.